Event description:
The recipient reportedly experienced an infection, granuloma and swelling at the implant site. The recipient discontinued use of the device. The recipient was cleared to continue use of the device on (B)(6) 2017. On (B)(6) 2017, there was no evidence of swelling or redness at the implant site. The recipient continues to be monitored.

Manufacturer narrative:
The recipient is reportedly doing fine and there are no concerns with the implant site.

Manufacturer narrative:
(B)(4). On (B)(6) 2016, the recipient reportedly experienced a skin flap infection with pus, redness, and swelling. The recipient was treated with topical antibiotic ointment for 10 days. The recipient was recommended non-use of the device for 2 weeks. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has cleared. The recipient has reduced external magnet strength and resumed use of the device. This is the final report.